Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the mitral ring was explanted after an implant duration of approx 15 months due to endocarditis and regurgitation. The surgeon also noted that there was no malfunction related to the ring. The device was explanted and replaced with an edwards pericardial bioprosthesis. No other details provided.

Manufacturer narrative:
Device not returned. Endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the root cause of this event cannot be confirmed without the sample device. Attempts are currently being made to obtain additional details regarding this case. The device history record (DHR) review also in process.